Event description:
Draeger medical systems has received the info that during a routine maintenance of the vista patient monitor, the drager rep detected that the battery produced a short circuit; as a consequence, the rear chassis and the battery were damaged.

Manufacturer narrative:
This is a known defect that has been reported in earlier MDR 1220063-2007-00002 and 00003. Our investigation found that the thermal protector of battery was not pressed firmly, and hence, the wire was not stretched straight. It caused the wire to squeezed and slightly bent out. If the wire doesn't touch any lead straps, the insulating material (pvc) of the wire will be corroded by acid after a period of usage, the battery still could work until the wire breaks and battery is dead, and not melted. If the beetled wire touched the lead strap, the insulating material (pvc) of the wire will be corroded by acid after a period of usage and then the copper wire become in contact with the lead strap. The short circuit will happen and cause the battery to melt. The root cause for the reported short circuit of the battery that resulted in an overheating condition is the result of a process error by the battery manufacturer. The battery MFR has implemented additional inspection and provided training to the assembly operators to prevent reoccurrence. We have determined that the associated risk is low based on the units distributed as compared to the number of reported occurrences and that no pt injury has been reported. No additional action has been identified at this time. However, we continue monitoring these incidents for future actions including potential risk to the user and the care giver.